Event description:
Info was rev'd, that reported a pt had been hospitalized due to hypoglycemia. The pt reports that the light on the display of the device is not adequately bright, and as a result she had misprogrammed the device, and as a result she overdelivered insulin.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Lcd display tests were performed and we were unable to duplicate the customer's complaint. All of the display pixels were present and were illuminated normally. All of the letters on the display were clean and distinct. Additionally, delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.